Event description:
A fire marshal reported that a consumer in her community had a heating pad that malfunctioned. The consumer reported that the heating pad just stopped working one night. She noticed some brown spots on it. It had shorted out. The consumer slept on the heating pad at night sometimes. She had bought it last (B)(6). Product category: personal care. Product type: comfort and relaxation. Brand name: walgreens. (B)(4).